Event description:
The report stated that during an orthopedic radio frequency ablation procedure, the needle electrode touched the trocar, and the trocar got hot. The patient was burnt and transferred to a care unit for treatment of the burn.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. Further information and the sample have been requested. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. The IFU warns: when using a metal cannula to aid in the insertion of an electrode, avoid burns by ensuring: the active tip and needle insulation extend beyond the end of the cannula. The active tip does not touch the cannula wall or other bare metal. Failure to do so will energize the cannula and cause unintended burns.